Event description:
See initial report.

Manufacturer narrative:
H.10: the affected pumps were requested back to the manufacturer site for investigation. Results revealed two firmwares reset for each pumps in the error log and they could not be reproduced during the investigation. No deviations could be detected during tests. Thus, an hardware failure of the pumps can be excluded. As already anticipated in the initial report, this type of watchdog reset can be caused by external conditions. Based on the available information, it cannot be excluded that the cause can be related to electromagnetic interferences in the operation theatre affecting devices behavior. As per the instruction for use cp_IFU_5811-0000 section 5.5.1 "special safety instructions: pump control' it is recommended to make absolutely sure that there is no electromagnetic interference caused by third party devices.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and tried to solve the issue by reinstalling the firmware on all modules and this did not improve the failure. The serial read outs of the two involved pumps have been analyzed and confirmed the reported event. The occurrence of multiple watchdog events has been observed in the pumps read out. In particular, one of these watchdog occurred simultaneously on both pumps. When a watchdog occurs the pump automatically reboots itself and this explains the pumps shut down. The investigation to determine the root cause of this events is still in progress. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a internal communication failure occurred on a s5 system and two pumps switched off during a procedure. The user tried to restart the pumps and this was unsuccessful thus the e/p pack was restarted and the issue improved. However, the users did not keep on using the machine. There was no report of patient injury.